Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had plastic in the channel.the issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tears found inside the channel wall. Based on the results of the investigation, it is likely fractured device led to the malfunction, the most probable cause was due to component failure. Olympus will continue to monitor field performance for this device.